Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the proximal segment of the lead was returned and analyzed with no anomalies found. The outer insulation had a cosmetic depression and environmental stress cracks.

Event description:
It was reported that there was an atrial lead warning patient alert due to low impedance, there was sensing difficulty, and there was an apparent insulation breach on the right atrial lead. The patient was reported to be intolerant to unipolar pacing. The lead was extracted and replaced. No patient complications were reported as a result of this event.